Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global grn 18ga x 1.16in had printing issues. The following information was provided by the initial reporter: this is a report about a printing issue of package. According to the customer's report, text printed on the package is overlapping.

Event description:
It was reported that iag bc pro global grn 18ga x 1.16in had printing issues. The following information was provided by the initial reporter: this is a report about a printing issue of package. According to the customer's report, text printed on the package is overlapping.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received three photographs which displayed the packages with a double print of the top webbing. The reported issue was confirmed. Double prints can occur during the printing step of the packaging process and is most likely due to an coding error. A device history record review showed no non-conformances associated with this issue during the production of this batch.